Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced leakage at the septum during use. The following information was provided by the initial reporter: during the injection occurred contrast leakage by the cap which closes one of the routes of the catheter (by the q-syte).

Manufacturer narrative:
H.6 investigation: DHR for lot number 9099595 has been reviewed. The lot number was built / packaged on nfa line 2 from 11apr2019 thru 16apr2019 for a quantity of (B)(4). No related quality issues or process deviations were found. The defect leakage at septum (nexiva) could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. H3 other text : see h.10.

Event description:
It was reported that the bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced leakage at the septum during use. The following information was provided by the initial reporter: during the injection occurred contrast leakage by the cap which closes one of the routes of the catheter (by the q-syte).